Event description:
Customer reported problems with the camera rotation and iris. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and the fluoro functions board. System operates as intended. This MDR is related to ge healthcare.